Event description:
It was reported, the hand crank that raises and lowers the fowler (backrest) broke, which resulted in the inability to raise the fowler to a seated position. No adverse consequences to the patient or staff are reported.

Manufacturer narrative:
The investigation into the reported issue continues. A follow-up MDR will be filed should additional, pertinent information be received.